Event description:
When inserting the corai shaft, a piece of the inserter broke and remained in the shaft. No patient harm was reported.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4) investigation summary when inserting the corai shaft, a piece of the insert remains in the shaft. No patient harm. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the corail amt collar size 13 had marks on the neck, attachment area and bottom of the stem. These marks are consistent with the insertion attempts. It is worth mentioning that the device and fragment of its mating device were returned disassembled. Nothing indicative of a device nonconformance was found. A manufacturing record evaluation was performed for the finished device product code: 3l92503 lot number: 5758801, and no non-conformances or manufacturing irregularities were identified. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the corail amt collar size 13 would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4) 2) date of manufacture: 09/04/2024 3) any anomalies or deviations identified in DHR: none 4) expiry date: 08/31/2029 5) IFU reference: w90918 rev. D. Device history review a manufacturing record evaluation was performed for the finished device product code: 3l92503 lot number: 5758801, and no non-conformances or manufacturing irregularities were identified. H11 additional narrative: added: d4 (lot, expiration date), d9, h4 corrected: h3.